Event description:
It was reported that the wire lumen was broken. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wire lumen was broken. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the wire lumen was broken. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wire lumen was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the balloon was folded. No damage was observed along the entire balloon. All blades were intact within their pads and fully bonded to the balloon material. A visual examination identified multiple kinking along the hypotube. A visual and tactile examination of the distal extrusion identified no damage. The guidewire lumen was examined microscopically and no damage was present. The product mandrel was inserted through the tip and wire lumen. The mandrel measured 0.015inch. The mandrel was removed with no resistance. The markerbands were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the tip section of the device identified no damage.